Event description:
The surgeon noticed metal shavings had fallen into the glenohumeral joint space. He used another device to complete the proceudr4e with no adverse affects.

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation and no batch/lot numbers have been supplied. At this time, we are filing this report because it is not certain the product will be returned and evaluated within the 30 day requirement. We cannot identify any other factors that would result in such a failure other than those mentioned in the instructions for use. The surgeon is reporting that there was no patient harm, however, the broken metal shavings were left in the body, therefore it is possible that patient injury could potentially occur. Because of this potentiality, an MDR is being filed to document this event. When the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause, a follow-up report will be filed.